Event description:
It was reported to philips that the system was responding slowly and was freeing up. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed that the software was hanging, and the system was responding slowly. The philips field service engineer (fse) inspected the system onsite and found that the software was corrupted and restricting the system from generating the error log. The fse reloaded the full system software from scratch with full configuration again. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.